Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated the quality controls (qc) had been running high and that the diluent check had failed. The customer had primed the instrument and conditioned the integrated multisensor technology (imt) system, after which the diluent check passed. The customer had also changed the x0 and x1 tubing. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that the reagent 1 salt bridge needed to be cleaned, the x2 tubing had build-up, and the sample syringe required replacement. The cse replaced the x2 and salt bridge tubing and the diluent lines. The diluent, sample metering, and flush syringes were rebuilt and the sample syringe was replaced. The cse also replaced the imt sensor. Quality controls were run and passed. The cause of the discordant sodium, potassium, and chloride results is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium, potassium, and chloride results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument and all methods resulted lower. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium, potassium, and chloride results.